Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that about 6 months after the device was implanted, the device started bothering the patient's sciatic nerve. The patient tried physical therapy a couple times which helped a little bit. It got to the point where the patient's leg was falling asleep. Agent did not ask about the circumstances that led to the reported issue. The device was moved from the right side of the patient's body to the left side which resolved the issue.